Event description:
It was reported that customer experienced problems with battery life. There was no reported impact to the customer¿s blood glucose level. Customer support placed follow-up call but only reached voicemail, then later sent follow-up email and closed case, and no additional information was received regarding the outcome of the event.